Manufacturer narrative:
Due diligence and multiple good faith efforts have been made to obtain additional relevant information with no response from the customer. Clinical details surrounding the event of intubation, patient outcome, device resolution and disposition, conclusion and root cause remain unknown due to lack of information. The complaint will be closed. If additional information is received at a later date, the complaint will be reopened, and a supplemental report will be submitted.

Manufacturer narrative:
B4:27aug2021. New information was received. The device was in use on a patient; the device stopped and the patient needed to be intubated. There was a delay in providing therapy. The diagnostic report notes pressure regulation high error occurred on (B)(6) 2021. On (B)(6) 2021, a philips authorized service personnel (asp) was dispatched to the customer site to implement field change order for the power management board. The pm pcba was replaced. Additional information has been requested.

Manufacturer narrative:
Date of report: 07jun2021.

Event description:
The customer reported that the unit has error message- inop call for service. The device stopped on a patient. The customer contacted product support and requested for service repair. The customer reported that the unit was in use on patient, but there was no patient harm reported.